Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a red mark that was itchy. The patient's nurse recommended the patient use cortisone cream. The patient reported they had not picked up the cortisone cream. Follow up was attempted but unsuccessful.